Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they were having issues with the ins and thinks they needed some adjustments. Pt mentioned they had adjustments once or twice before and everything seemed to work good after (pt confirmed normal routine adjustments). Pt clarified for a couple months, they would have to wiggle around to get in a certain position when sitting in their chair to get the ins to work. Pt said they would be sitting there watching tv and would have to arch their back real big to get stimulation to kick in. Pt also said the ins had shut itself off a couple times in the last couple weeks. Agent did not ask about the circumstances that led to the reported issue. Patient services (pss) reviewed role of rep and the patient was redirected to their healthcare provider (hcp) to further address the issue. Pt asked to speak to rep without going through hcp office as well, pss emailed field team in pt's area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported patient's accelerometer needed reoriented. Issue has been resolved.